Manufacturer narrative:
Sophysa has received the returned piece. The initial claim sent by the user reported an issue with a model of sophy valve with preconnected reservoir and distal catheter, however the returned device is a model including only a preconnected reservoir. Additional information was requested on that subject. The product in question has been examined according to our quality control procedure: visual test was performed and showed that the returned valve is clean, colourless liquid is visible inside but no deposit. Some marks are present on the body, near the inlet connector, which is covered by dry deposits. Functional controls performed show that air and alcohol flush remain possible and that the ruby ball is not stuck on its seat. Adjustment of the pressure was also tested: rotation is possible upon state of return and after cleaning. No blockage of the mechanism could be observed. Finally, operating pressures were measured and all measurements were compliant with their specifications. Functional controls are positive and the valve is compliant. We could not recreate the issue encountered by the user. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies.

Event description:
A (B)(6) female patient was implanted with a lumbo-peritoneal derivation. She suffered hypodrainage and ic hypertension, despite several adjustments to the lowest operating pressure of the valve. The valve was explanted and replaced with a new device and the symptoms of the patient improved in the following days.

Event description:
A (B)(6) female patient was implanted with a lumbo-peritoneal derivation. She suffered hypodrainage and ic hypertension, despite several adjustments to the lowest operating pressure of the valve. The valve was explanted and replaced with a new device and the symptoms of the patient improved in the following days.